Manufacturer narrative:
The reason for this revision surgery was a result of the patient's failed shoulder cuff after 1.5 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot number. The event is deemed to be non-product related with a root cause reported as chronic tissue failure. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to chronic rotator cull failure; not attributed to the implants.